Event description:
The pt reported having a bacterial infection for 3 months. On (B)(6) 2010 she was hospitalized for leg surgery and has had pneumonia since (B)(6) 2010. The pt is taking antibiotics. On (B)(6) 2010 at approx 2:00 pm her blood glucose measured 180 mg/dl. At 4:00-5:00 pm her blood glucose measured 400 mg/dl and she bolused through the infusion device. At 5:00-6:00 pm her blood glucose measured 300 mg/dl. On (B)(6) 2010 at 7:55 am the pt was unconscious and her blood glucose was "unmeasurable." The pt was in intensive care and the infusion device was removed. The physician found the infusion set cannula was bent. She was treated with an insulin infusion. The pt's normal blood glucose level is 120 mg/dl. No further info is available. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.